Event description:
Note: this report pertains to one of three devices implanted during the same procedure. Associated manufacturer report #3005099803-2012-03736 and #3005099803-2012-03738 pertain to the other devices. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain due to the eroded mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.